Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was deformed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the comb was deformed and the comb, motor, handpiece switch, plug harness assembly, reciprocating arm, spring seal, needle bearing, ball bearing, machine head, aluminum lever, ball plunger, set screws, semi-circle bearings, vespel sleeve bearings and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) on (B)(6) 2017 revealed that the calibration was within specification. It was noted that the comb was deformed. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on (B)(6) 2017, which included replacement of the comb and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the during product review the comb was deformed. The root cause of the deformed device could not be specifically determined with the provided information since it is unknown how the comb became damaged. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device was deformed, skin graft deformation was confirmed when the body was inspected.